Event description:
It was reported the patient was unable to adjust the stimulation. The device was powered off. Using the patient programmer only the 9 volt battery light was coming on. The patient was directed to their hcp to have the internal device battery checked for longevity. New batteries were tried in the programmer but the battery light continued to flash. No patient symptoms were reported.

Manufacturer narrative:
(B) (4).